Event description:
It was reported that the wake button was "harder to push". Reportedly, at the time of the call the customer was still able to access all pump features using the wake button. Customer's blood glucose level was not impacted.